Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation verified handpiece getting hot. Handpiece starting smoking and ran for 10 secs during cap test and then locked up. Cap full of rust build up and debris. Handpiece failed due to cap bearing failure.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use and burned a patient's tongue. No intervention was required.